Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a consumer also mentioned that the healthcare provider (hcp) told them that they have had other deep brain stimulation (dbs) patients that have reported their implantable neurostimulator (ins) has turned off by itself, but the consumer had no further information regarding the other dbs patients. No patient symptoms were reported.